Event description:
Potential manufacturing error. It was reported that, "we opened the box and there was a plastic looking obstruction where the reamer head attaches to the shaft. We were not able to advance the head onto the shaft and therefore had to open another shaft."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 3 events associated with this event type (potential mfg error and product (B) (4)).